Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's final investigation. The subject device was returned to olympus for evaluation. Additional information indicates that the loaner scope tested positive for growth of candida parapsilosis after three sample collections. Additional information about reprocessing conducted at the facility was not provided. There was no information to judge if there was any deviation from the reprocessing instructions for use. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. When olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Prior to the device evaluation, the device was sent out for additional microbiological testing. The hygiene microbiological investigation report indicated the suction channel of the scope was cultured and 1 cfu of staphylococcus was detected. The hygiene microbiological investigation report also indicated the water channel of the scope was cultured and more than 20 cfus of micrococcus species were detected. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
It was reported that, during reprocessing, the bronchofibervideoscope tested positive for candidada parapsilosis. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.